Manufacturer narrative:
B3 event date is unknown. See b5 narrative for context surrounding the date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was pt stated that their spinal cord stimulator was not providing adequate pain relief. Pt stated they do not use the stimulator or power it up. Pt stated it worked for 6 months. Pt stated the stimulation was turned up so much they could feel the vibration when someone touched their stomach. Pt stated it felt like they had a belt cinched around the waist and ants crawling under their skin all the way down legs. Pt stated they went through months of changing the programs and it never helped. Pt stated it helped a little bit maybe 10%. Agent documented reported information. Pt inquired about MRI compatibility. Agent reviewed information.